Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient fell and resulted in a periprosthetic left hip fracture. Unknown where the fall occurred.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accoalde stem was reported. The event was confirmed based on the medical records. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "there is no evidence for any device-related malfunction in the current information neither would this be plausible given the patient fall as initiating event." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and concluded that "no evidence for any device-related malfunction in the current information neither would this be plausible given the patient fall as initiating event". No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient fell and resulted in a periprosthetic left hip fracture. Unknown where the fall occurred.